Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during ileostomy procedure while detaching the ileum the device did not fire, the black pusher thumb piece did not move at all. The surgeon used another stapler to complete the procedure. There was no patient injury.